Event description:
Breast implants implanted in 1976. In the last few yrs she has had problems (continuing) with headaches, fatigue, aching in shoulders, arms and fingers, cough that won't go away, thyroid problem, mammary problems, loss of words in communicating and vision problems.